Manufacturer narrative:
Carefusion file identification number is (B)(6). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). The fsr evaluated the suspect device and found that the diaphragm was damaged. The fsr replaced the diaphragm and ran the operation verification procedure (ovp). The device was returned to the customer operating to service specifications.

Event description:
The customer reported that the vela ventilator was displaying transducer fault and the device does not ventilate. The customer reported no patient involvement or allegation of patient harm.